Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 360 mg/dl. Customer kept bolusing but his blood glucose level was still going up. Customer has treated with syringes. Customer's blood glucose level is now 288 mg/dl. Customer had a no delivery alarm in the alarm history. Customer found large air bubbles along the tubing length. Customer changed out the reservoir and set. Customer reported that the insulin was not store at room temperature. Customer found no leaks. Customer was advised to change the entire set, reservoir, and insulin. Customer will be sent 2 reservoirs with insulin and infusion sets as replacements. No further assistance needed.